Manufacturer narrative:
Other, other text: one sample was received for evaluation. Visual inspection found no damage, bad bonds, cuts, or kinks were detected in the joins of the product. To conduct functional testing a leak test was performed. Upon testing, the reported problem was unable to be duplicated. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Other, a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable has a leak at connection of pigtail and administration set. No patient injury.